Event description:
On three separate occasions in november, december and january, 1999 and 2000, pts were presented following procedures with inflammation at the arterial site of sheath entry. Found to have sterile abscesses in right arm. Have done cultures and no organisms were found. Physician is not sure of origin of the inflammation.